Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that fourteen years and six months post implant of this bioprosthetic valve, the valve was replaced v alve-in-valve with a non-medtronic product. The reason for the replacement was not reported. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Added expiration date; manufacturing date. If information is provided in the future, a supplemental report will be issued.